Event description:
The pt reported experiencing elevated blood glucose of 15-20 mmol/l (270-360 mg/dl) 2-3 times per week for the past 2 months. The pt's normal blood glucose level is 7-10 mmol/l (126-180 mg/dl). No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.